Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized due to poor international normalized ratio (inr) control and received fresh frozen plasma (ffp). Upon log file review it was noted that the vad exhibited multiple low flow alarms. The vad remains in use.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d4: serial or lot#: unk driveline boot cover d9: yes, return date: 03-dec-2025 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and the associated driveline boot cover with unknown lot number were returned for evaluation. A review of the devices' manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue and because the driveline boot cover lot number is unknown. No performance allegations were made against the driveline boot cover. Failure analysis of the returned driveline boot cover revealed that the device passed visual inspection, functional testing, and dimensional verification. Log file analysis revealed a gradual decrease in power consumption and estimated flows followed by a gradual return to baseline parameters beginning on (B)(6) 2025 and sharp decreases in power consumption and estimated flows on (B)(6) /2025 and (B)(6) 2025. In addition, eighty-five (85) low flow alarms were logged since (B)(6) 2025. As a result, the reported low flow event was confirmed. Failure analysis of the returned pump revealed that the device passed dimensional verification and visual inspection; there were no anomalies that could compromise the performance of the pump. Internal pathological report revealed no evidence of thrombus within the device. Post-explant functional analysis on the returned pump was not possible since the driveline was received with wires cut too short during post-explant procedure to be able to conduct a splice and thus perform functional testing. Of note, in formation received from the site indicated that the patient expired due to infection and lymphoma, which were unrelated to the device. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, infection, worsening heart failure, respiratory dysfunction, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection, worsening heart failure, and respiratory dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was diagnosed with malignant lymphoma. The patient later developed bacterial pneumonia and was treated with medication as an outpatient. Eight days later, the patient was hospitalized for poor inr control. Log file review also revealed that the vad exhibited below normal power consumption. Subsequently, the patient's overall condition deteriorated, heart failure worsened and opportunistic infection was suspected. Infection control could not be achieved leading to progressive respiratory failure and death. The primary cause of death was infection and lymphoma was another cause of death.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis and the review of the available autologs report revealed intermittent decreases in power consumption and estimated flow within the analyzed period and thirty-five (35) low flow alarms logged since (B)(6) 2025. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, th e progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.